Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refers to the main device, other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving 20 mg/ml of dilaudid at 3 mg/ml via an implantable pump for non-malignant pain. On (B)(6) 2017-, it was reported that during a dye study on (B)(6) 2017, the healthcare provider (hcp) was unable to aspirate the catheter. The patient reported that they had not had good pain relief for the previous 3 months. The dye study was performed and the hcp was unable to aspirate the catheter. No environmental/external/patient factors were noted as having led to the issue, but the hcp thought that it may be a broken catheter as the refill volumes have been accurate. The hcp planned to replace the catheter.